Event description:
Complaint - the head section will not go up. No injury reported.

Manufacturer narrative:
Technician isolated the issue to a stuck head up valve, causing the head section not to work correctly. Replaced the head up valve to resolve the issue. Tech found the bed in bed shop.